Event description:
Boston scientific crm received information that this patient's implantable right ventricular (rv) defibrillation lead was evaluated at the clinic. The rv defibrillation lead was not capturing associated with low rv wave sensing (2-3 mv) and increasing rv pacing impedance from 450 ohms to 900 ohms (gradual increase from (B)(6) 2010). The patient was admitted to the hospital as the physician suspected that this lead had dislodged. There were no reported symptoms due to intermittent loss of capture. The local representative contacted technical services to report that this patient was presented to the electrophysiology (ep) laboratory for a scheduled lead revision procedure. The local representative asked if the device should be replaced. Technical services suggested that only the lead should be replaced. Boston scientific crm received information that this rv defibrillation lead was surgically capped and replaced. The chronic device remains in-service as the physician suspected that the clinical observations were the result of a fibrous cap that formed at the lead tip. A lead dislodgement could not be confirmed with xray or during the procedure.

Manufacturer narrative:
There were no adverse events reported.